Event description:
It was reported that during the rematch procedure for redo of persistent atrial fibrillation faradrive steerable sheath clear was selected for use. When the farawave catheter was inserted, the physician noticed air in the faradrive steerable sheath clear. The physician was able to draw the air back into a syringe before air was introduced into the blood stream. A slow rate blood leak was noticed constantly from hemostatic valve. The physician was offered a new faradrive steerable sheath clear and elected to carefully manage for air throughout the case. The procedure was completed successfully by using the same faradrive steerable sheath clear. No leak or air in patient was observed. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during the rematch procedure for redo of persistent atrial fibrillation faradrive steerable sheath clear was selected for use. When the farawave catheter was inserted, the physician noticed air in the faradrive steerable sheath clear. The physician was able to draw the air back into a syringe before air was introduced into the blood stream. A slow rate blood leak was noticed constantly from hemostatic valve. The physician was offered a new faradrive steerable sheath clear and elected to carefully manage for air throughout the case. The procedure was completed successfully by using the same faradrive steerable sheath clear. No leak or air in patient was observed. No patient complications have been reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive sheath was returned with its dilator inserted at the distal tip, requiring removal of the dilator to proceed with device analysis. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.